Manufacturer narrative:
Conclusion code 0067 replaced with 0022. Per the IFU for gore-tex® suture states, "...care should be taken to avoid a jerking motion which could break the suture."

Manufacturer narrative:
Per the precautions stated in the IFU for gore-tex® suture, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges".

Event description:
A dental office reported to gore that a gore-tex® suture broke during the middle of use.